Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("pathology report showed two essure coils located within the myometrium at the fundus") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain, abdominal pain ("abdominal pain"), menorrhagia ("unusually heavy menstrual periods") and fatigue ("fatigue"). The patient was treated with total abdominal hysterectomy with a bilateral salpingo-oophorectomy on (B)(6) 2016. Essure was withdrawn. At the time of the report, the embedded device, abdominal pain, menorrhagia and fatigue had resolved. The reporter considered embedded device, abdominal pain, menorrhagia and fatigue to be related to essure. The reporter commented: the pathology report dated (B)(6), 2016 stated that there were two (2) essure coils located within the myometrium at the fundus. There was also no evidence of endometriosis or inflammation. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2014: hysterosalpingogram result was bilateral tubal occlusion. On (B)(6) 2016,pathology report stated essure essure coils were located within the myometrium at the fundus. There is also no evidence of endometriosis or inflammation. Company causality comment this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and, approximately 14 months after insertion, she started to experience pelvic pain. Two months later, she underwent a total abdominal hysterectomy with a bilateral salpingo-oophorectomy and the pathology report states there are two essure coils located within the myometrium at the fundus (seen as device embedment). This event is anticipated in the reference safety information for essure. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus and out of the body; or a device dislocation within the fallopian tube or into abdominal cavity. In this present case, the exact time point of expulsion and embedment is unknown and, given its nature, the event two essure coils located within the myometrium was considered related to essure. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and, approximately 14 months after insertion, she started to experience pelvic pain. Two months later, she underwent a total abdominal hysterectomy with a bilateral salpingo-oophorectomy and the pathology report states there are two essure coils located within the myometrium at the fundus (seen as device embedment). This event is anticipated in the reference safety information for essure. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus and out of the body; or a device dislocation within the fallopian tube or into abdominal cavity. In this present case, the exact time point of expulsion and embedment is unknown and, given its nature, the event two essure coils located within the myometrium was considered related to essure. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), perforation ('perforation') and embedded device ('pathology report showed two essure coils located within the myometrium at the fundus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("abdominal pain"), menorrhagia ("unusually heavy menstrual periods"), fatigue ("fatigue") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (total abdominal hysterectomy with a bilateral salpingo-oophorectomy and total abdominal hysterectomy with a bilateral salpingo-oophorectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, perforation and genital haemorrhage outcome was unknown and the embedded device, abdominal pain, menorrhagia and fatigue had resolved. The reporter considered abdominal pain, device dislocation, embedded device, fatigue, genital haemorrhage, menorrhagia and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: results: bilateral tubal occlusion. Diagnostic results: on (B)(6) 2016,pathology report stated essure coils were located within the myometrium at the fundus. There is also no evidence of endometriosis or inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), perforation ('perforation') and embedded device ('pathology report showed two essure coils located within the myometrium at the fundus') in an adult female patient who had essure (batch no. 39103dk-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. On (B)(6) 2016,pathology report stated essure coils were located within the myometrium at the fundus. There is also no evidence of endometriosis or inflammation. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("abdominal pain"), heavy menstrual bleeding ("unusually heavy menstrual periods"), fatigue ("fatigue") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (total abdominal hysterectomy with a bilateral salpingo-oophorectomy and total abdominal hysterectomy with a bilateral salpingo-oophorectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, perforation and genital haemorrhage outcome was unknown and the embedded device, abdominal pain, heavy menstrual bleeding and fatigue had resolved. The reporter considered abdominal pain, device dislocation, embedded device, fatigue, genital haemorrhage, heavy menstrual bleeding and perforation to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepancy noted: essure removal date: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: results: bilateral tubal occlusion. Lot number reported (39103dk) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), perforation ("perforation") and embedded device ("pathology report showed two essure coils located within the myometrium at the fundus") in an adult female patient who had essure (batch no. 39103dk) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. On (B)(6) 2016, pathology report stated essure coils were located within the myometrium at the fundus. There is also no evidence of endometriosis or inflammation. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("abdominal pain"), heavy menstrual bleeding ("unusually heavy menstrual periods"), fatigue ("fatigue") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (total abdominal hysterectomy with a bilateral salpingo-oophorectomy and total abdominal hysterectomy with a bilateral salpingo-oophorectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, perforation and genital haemorrhage outcome was unknown and the embedded device, abdominal pain, heavy menstrual bleeding and fatigue had resolved. The reporter considered abdominal pain, device dislocation, embedded device, fatigue, genital haemorrhage, heavy menstrual bleeding and perforation to be related to essure. The reporter commented: discrepancy noted: essure removal date: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: results: bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Lot number and expiration date added. Concomitant medication, medical history, patient demographics and reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), perforation ('perforation') and embedded device ('pathology report showed two essure coils located within the myometrium at the fundus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("abdominal pain"), menorrhagia ("unusually heavy menstrual periods"), fatigue ("fatigue") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (total abdominal hysterectomy with a bilateral salpingo-oophorectomy and total abdominal hysterectomy with a bilateral salpingo-oophorectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, perforation and genital haemorrhage outcome was unknown and the embedded device, abdominal pain, menorrhagia and fatigue had resolved. The reporter considered abdominal pain, device dislocation, embedded device, fatigue, genital haemorrhage, menorrhagia and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: results: bilateral tubal occlusion. Diagnostic results: on (B)(6) 2016,pathology report stated essure coils were located within the myometrium at the fundus. There is also no evidence of endometriosis or inflammation. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received : new reporter information was added. New event device migration, genital bleeding, perforation were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.